Event description:
The customer received questionable ion selective electrode (ise) results for seven patient samples. Two of the samples had erroneous ise results that were reported outside the laboratory. All repeat testing for these two samples was performed on the same analyzer. Patient 1, initial sodium result was 184 mmol/l (accompanied by a data flag) and the initial potassium result was 5.0 mmol/l. The potassium result was reported outside the laboratory. The sodium test was automatically repeated by the analyzer. The sodium result on this repeat was 107 mmol/l. This sodium result was reported outside the laboratory. The sample was repeated again and recovered a sodium result of 134 mmol/l and a potassium result of 3.7 mmol/l. These results were reported outside the laboratory as the corrected results. Patient 2, initial sodium result was 124 mmol/l and the initial potassium result was 3.5 mmol/l. These results were reported outside the laboratory. The repeat sodium result was 135 mmol/l and the repeat potassium result was 4.1 mmol/l. These results were reported outside the laboratory as the corrected results. The patients were not treated based on the erroneous results. No patients were adversely affected by the event. The sodium and potassium electrode lot numbers were not provided. The field service representative determined a defective ise unit was the cause of the discrepancies and he replaced the ise unit. The field service representative ran performance tests with no errors. Calibration and quality controls were run and results were acceptable.

Manufacturer narrative:
Further investigation determined the event might have been caused by air in the ise flow path during measurement. This cannot be confirmed since the ise unit was replaced.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.